Event description:
Procedure: lung resection. According to the reporter. It was difficult to load the cartridge into the stapler. Upon loading, jaws would not fully open. After firing, the jaws would not open. The instrument was removed by cutting pt side. Another instrument was used to complete the procedure. Pt status reported as ok.

Manufacturer narrative:
Initial report sent to FDA on 4/10/2008.